Event description:
Information from (B)(4) clinical database.post pipeline procedure, it was reported that the patient had a focal stent stenosis and had an angioplasty on (B)(6) 2012 as treatment. The patient was asymptomatic.the issues subsequently resolved and no other complications were reported with the patient as a result of the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation because it was implanted in the patient.(B)(4).

Manufacturer narrative:
Aneurysm symptoms: headaches, temporary loss of vision, and visual disturbance (visual field deficit). Additional medical history: hypertension/ unknown if controlled. Treatment of unruptured fusiform sidewall aneurysm located in the right ica (internal carotid artery). It was reported that the pipeline was implanted with good flow diversion as well as coiling of part of this aneurysm. Final run showed good position of the pipeline with stagnation of dye within theaneurysm. On (B)(6) 2012, the patient was asymptomatic to narrowing in stent, asymptomatic parent artery stenosis. Occurred at the target aneurysm (severe). Treatment: endovascular treatment, unknown if medication was used. Cerebral angiogram shows good obliteration of the aneurysm with approximately 50% stenosis within the pipeline embolization device. Reference cer (B)(4) follow-up 1.